Manufacturer narrative:
The investigation reported a lower than expected vitros dgxn result obtained using a vitros tdm performance verifier quality control fluid processed on a vitros 5600 integrated system. A definitive assignable cause was not identified. An instrument related issue is a contributing factor as a within-run dgxn precision test was outside of ortho guidelines, indicating the vitros 5600 system was not performing as intended. An ortho field engineer performed service actions to the immunowash subsystem of the analyzer. Following these service actions, acceptable vitros dgxn qc results were obtained per service feedback. However, post-service precision testing was not performed and therefore an instrument related issue cannot be definitively confirmed as the assignable cause. A vitros dgxn slide lot 1921-0257-1332 issue could not be ruled out as a potential contributing factor as the customer identified the issue with the vitros tdm performance verifier control while investigating an issue with their non-vtros biorad controls following a calibration event. However, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros dgxn lot 1921-0257-1332.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) because higher than expected digoxin (dgxn) results were obtained on vitros quality control fluids processed using a vitros 5600 integrated system. Vitros pvi w7852 = 1.9 versus center of range of means 2.53 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected result was obtained from a quality control fluid and no patient testing was performed while the qc was unacceptable. There were no allegations of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).